Event description:
It was reported that t:slim x2 pump battery would not charge, and customer experienced low power alerts but no shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of a working outlet with a third-party wall adapter and tandem cable, left pump connected for at least 30 minutes, then rebooted pump, after which battery displayed full charge, and no further assistance was required.